Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was missing, the air detector was defective, and the latch/lock sensor was defective. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed last error code 41541 and "middle alarm cannot start pump" alarm messages. Functional testing was performed and the reported issue was confirmed. The dso seal, air detector and latch/lock sensor were all replaced. The device then passed all testing.

Event description:
It was reported that the air sensor triggered an air alarm despite the filled system with no air present. There was unknown patient involvement. No patient harm/adverse event was reported.